Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device was received inoperative. However, the power entry module fuses were replaced in order to download the device logs. A review of the device log revealed no failure or malfunction that could have caused or contributed to the reported difficulty. The device failed the functional testing due to the device having lost power during therapy setup. The device passed electrical testing specifications. External inspection was performed and the device passed. Internal inspection was performed and damage was found to the power supply and the printed circuit board assemblies. The device was determined not to meet specifications for the customer reported issue. The problem was confirmed in the sample evaluation and the device was scrapped. The assignable cause of the problem was fluid ingress. Based on this information, there is acceptable risk and a CAPA is not necessary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center to report burning smell on the homechoice (hc) machine during use, patient connected. There was power failure and it smelled like something was burning. The baxter technical service representative (tsr) swapped and the registered nurse would program the new device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.